Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient woke up and the device had turned underneath their skin. They were worried that it might flip. They were directed to follow-up with their healthcare provider. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient stated their implant started moving "as soon as they had it, when they would sleep it could go up to their collarbone, but it's never flipped over." Patient said that it had been happening since the device was put in ((B)(6) 2017). Patient reported that they had falls for 2 or 3 years (since before the device was put in) and when asked about falls with the implant they stated that they had a fall in the first part of may and they were flat on their back. They pulled the patient up and they had a scrape on their knee. Patient was told to follow up with their hcp since they had falls and their implant was moving. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their ins was on the upper right side of their chest and they had not be able to fall asleep in bed on their back. They always did on their right shoulder. The patient became aware of the 90-degree movement of the ins from being flat on their chest to it facing straight out one hinge by touching its edge while sleeping with their left hand. The patient indicated that there was no problem now and just wanted to know what would happen if it flipped. So far it had not. The patient also noted they were (B)(6). They were told their sitting height was (B)(6) since the inseam on their pants was only 32" and they sit high from the waist up. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating that the patient was last seen in (B)(6) 2018, the cause of the falls was unknown but likely it was parkinson's disease. The hcp stated that the ins flips during sleep, but there was no discomfort. There were no interventions and the patient's next follow up will be on (B)(6) 2018. Patient was monitoring the ins and impedances will be monitored. The hcp also mentioned that the falls and the ins moving was still ongoing. No further patient complications were reported/ anticipated as a result of this event.